Event description:
It was reported that entire bed does not go up/down at all; head and foot section goes up/down, but entire bed does not raise/lower. There is additionally a "long brown bar" that has fallen off of the bottom.

Manufacturer narrative:
It was reported that entire bed does not go up/down at all; head and foot section goes up/down, but entire bed does not raise/lower. There is additionally a "long brown bar" that has fallen off of the bottom. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.